Event description:
Reporter indicated that vns pt was explanted due to an allergic reaction. Further follow-up revealed that the pt was scheduled for a possible "exploratory procedure". Investigation to date has been unable to determine the nature of the alleged allergic reaction and whether or not the device was explanted.